Event description:
It was reported that the lead was capped due to a 'product performance issue'. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was capped due to a 'product performance issue'. No patient complications were reported as a result of this event. Additional information was received reporting that the lead has unravelled.

Manufacturer narrative:
It was reported that the lead was capped due to a 'product performance issue'. No patient complications were reported as a result of this event. Additional information was received reporting that the lead has unravelled. No conclusion can be drawn performance.